Event description:
Per the clinic, the electrode array was partially inserted during the initial implantation. The patient experienced impedance abnormalities and no measurable response on nrt. The patient subsequently experienced no performance and sound perception with implanted device. Short circuit on 2 electrodes while open circuit on 8 electrodes were noted. Reprogramming attempts were made; however, the issue could not be resolved. The implanted device remain. It is unknown if there are plans to explant the device and to reimplant the patient with a new device as of the date of this report.